Event description:
The customer reports that the original product was a pilling # ((B)(4)). When cross-referenced to use your product, we ordered a jarit (B)(4). Since then, the gyn clinic has had pts returning due to bleeding for cauterization of the puncture sites. The dr's looked closely and found that this replacement is not the same as the pilling product. It is more rounded at the tip. Not a correct cross-reference? This device has been in use by the customer since (B)(6) 2008 through (B)(6), 2009.

Manufacturer narrative:
The instrument in question was mfg in (B)(4) 2008 and delivered to the distributor with our invoice no 1116c dated (B)(4), 2009. We are able to trace back our deliveries of this item to the distributor to (B)(4) 2003. Since then a total of 4086 pcs. Have been delivered without being made aware of any other incident of this nature. A hardness test on the returned device produced a value of 48,0 hrc, which is well within the tolerance range of 44-48 hrc prescribed by standard iso (B)(4). Visual inspection revealed no deviation. The device meets all specifications when compared to the design drawing and the master sample. We have no explanation for how this instrument might have caused the bleeding other than improper use and handling of the device. Additional info from importer report #2430952-2009-00005: (B)(4). The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info. Integra lifesciences corp is filing on behalf of the initial distributor j jamner surgical instruments. Correspondence should be sent to: integra lifesciences corp; (B)(4).